Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that he was "punctured" during the implant of his right atrial (ra) lead and right ventricular (rv) lead. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.